Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test due to protruded/loose drive support disk. Unable to verify alarms due to motor error alarms. The motor was tested outside the insulin pump and passed. The insulin pump was received with scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and insulin shoots out during the priming process. The current blood glucose reading is 301 mg/dl. Customer has treated with insulin pump. The drive support disk is flush. Advised the customer that the insulin pump will be replaced. Nothing further reported.